Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as onset of the peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On the same day as onset of peritonitis, the patient began treatment with cefazolin (intraperitoneal(ip), 2 grams daily, duration not reported but ongoing at the time of this report) and gentamycin (ip, 80 milligrams daily, duration not reported but ongoing at the time of this report) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported by a nurse that the cause of the event was a breach in aseptic technique. The breach in aseptic technique was not further identified. The patient did not respond to the treatment for peritonitis. Seventeen days after the event onset, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. That same day, the cefazolin and gentamycin were discontinued and the patient was discharged from the hospital. At the time of this report, the patient had not recovered (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.